Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "feel funny every time I'm on it for 10 minutes" and "don't feel very good when on the phone". It was also reported that the day after the implant procedure "they had to fix it again the next day because something fell out. A screw or something". The implantable pulse generator (ipg) and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.